Event description:
It was reported that during the implant attempt, the physician experienced header set screw issues with the superior vena cava (svc) port of the device. After several attempts to engage the set screw it was decided to not implant the device and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4).the device was returned, analyzed and no anomalies were found.